Manufacturer narrative:
Additional information of initial reporter: first name- (B)(4). Additional phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "pain, mainly on the right, has a node and cyst in the right breast seen on previous ultrasound." Device remains implanted.